Manufacturer narrative:
The reported event was confirmed during the device evaluation. The root cause for the reported condition is user related.

Event description:
The user facility reported after the procedure, the tubing was cut because the battery was hot. After setting the battery down, it leaked fluid. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported after the procedure, the tubing was cut because the battery was hot. After setting the battery down, it leaked fluid. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.